Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws stopped opening and closing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The shop floor paperwork (DHR) was reviewed for the hemopro 2 device. The c of c was reviewed for the yoke. All the test results meet the specifications and requirements. There were no non-conformities observed. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. The silicon insulation was observed to be intact, no visual defects were observed. The heater wire was observed to be slightly flexed at the center of the hot jaw. The jaws of the device had a gap in between the hot jaw and cold jaw. A mechanical evaluation was conducted. The blue toggle switch was manipulated to operate the jaws. The jaws were unable to open and close. Further investigation was conducted with the presence of engineers. The tool handle was opened to examine inner components. It was observed that the control rod can be pulled out from the tool shaft. This indicates a weld failure between the tip of the control rod and the yoke. An examination of the inner parts of the jaw revealed that the yoke unit was detached from the tip of the control rod. Microscopic inspection showed indentations on the tip of the rod. The yoke also showed marks of welding performed. The engineers confirmed that there was a weld failure between the control rod and the yoke. This finding was referred to the department dealing with suppliers. Based on the return condition of the device, the reported failure ¿mechanical issue¿ was confirmed as well as the for the analyzed failures "detachment of device or device component" and "material twisted/bent" . Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws stopped opening and closing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.